Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and reloaded software. The sys operates as intended.

Event description:
The customer reported the sys would not boot up. There is no report of pt injury or death.